Manufacturer narrative:
Revision occurred approximately 308 days after the primary surgery due to instability. The root cause of the problem is unknown. No actaul, implied, or suspect link to fx product.

Event description:
Revision occurred on (B)(6) 2026, approximately 308 days after the primary surgery which occurred on (B)(6) 2025. No fall or other trauma reported. Based on comparing usage forms only humelock reversed centered glenosphere w/ screw cocr/ta6v/tin 10° tilt ø36 mm and humeral cup standard pe/ta6v ø36/+3 was explanted due to instability. These parts were replaced with humelock reversed centered glenosphere w/ screw cocr/ta6v 10° tilt ø40 mm and humeral cup 135/145° stability pe/ta6v ø40 +9. Fx v135 stem ta6v ø36/16 cementless ti/ha was not replaced.